Manufacturer narrative:
A patient experienced ineffective therapy due to migration. As a result, the one migrated lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 3006705815-2021-02611. It was reported that one of the patients leads were not providing effective therapy due to migration. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the one migrated lead was explanted and replaced. Therapy was restored post-op. It is unknown which lead migrated, so both are being reported.